Event description:
Pt had four t-fasteners placed in 2000. In 2000, three (3) of the four (4) t-fasteners were found to be separating from the abdomen and migrating out. The pt experienced abdominal pain and bile spillage into the peritoneal cavity. A myocardial infarction during the second surgery. The second surgery was required to replace the t-fasteners. One pt involved.